Event description:
User facility reported that the device was used for epidural anesthesia for childbirth. According to reporter the loss of resistance syringe included with the kit because stuck during use when epidural kit was being placed with pt and puncture of the dura occurred. According to reporter the pt developed several post dural puncture headache with nausea and vomiting. Pt given analgesics, IV fluids and a surgical blood patch over the dural puncture in treatment of the headache. According to report the headache was resolved within 48 hours and pt was discharged. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.